Event description:
It was reported that the implant at tooth site #27 failed to integrate and was removed. Patient presented with pain at implant site. Implant was loose. Implant removed and replaced in site #28. Loss of integration.